Manufacturer narrative:
The reason for reoperation: "exchange lift." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and crease fold. Leak test was performed and found opening on posterior and anterior sides. A microscopic analysis was performed which identified a striated edge opening consistent with use of a surgical tool. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated edge opening on posterior and anterior side due to surgical damage. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "rupture" of a saline device. Device was explanted.